Event description:
Exchange of drainage catheter attempted over bentson guidewire. Body of catheter was easily removed. The catheter tip was firmly adherent within an irregular cavity and could not be withdrawn. Approx 5 mm of the drainage catheter was retained in the cavity due to fracture of the catheter. The catheter was inspected by a cook rep and noted that the hub of the catheter was in a locked position.